Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse cleaned pigtail fibers and got it back up and running. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contribute to the customer reported issue.

Event description:
It was reported that the system kept shutting down, displaying an error 31089. The technical support engineer was unable to view the logs during the call. Prior to the call, the site had moved the fiber cable to a different port on the tower. The engineer instructed the caller to perform a reboot while reseating the blue fiber cable, but the robot still showed as not connected to the tower. A new fiber cable was used, but there was no change. A hard reboot also did not resolve the issue. The robot's fiber light on the patient cart was not lit, indicating a lack of communication with the tower. The issue occurred shortly after targeting and docking.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause is due to a dirty or inadequate fiber connection between the tower and robot. Field h8 corrected to initial use.